Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced intermittent alarms. The system controller was exchanged and the issue remained unresolved. The alarms occurred when the patient changed positions. Low speed and pump stop events occurred when manipulating the external portion of the percutaneous lead. A percutaneous lead repair was completed on (B)(6) 2012.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.